Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the pocket site due to weight loss. Surgical intervention took place on (B)(6) 2022 wherein the ipg was buried deeper in the pocket to address the issue.